Event description:
It is reported that the patient is experiencing pain. X-rays taken also show lucency surrounding the acetabular component.

Manufacturer narrative:
This report will be amended when our investigation is complete.